Event description:
It was reported that the spider 2 failed to become rigid after repositioning. A delay of less than 30 minutes was reported. No backup device was available, so the procedure was completed without a positioning device. No patient injuries or complications were reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and both enclosures were separated and several of the screw joints were broken. A functional evaluation revealed that the piston migration was at 2.08, which is indicative of oil loss. The complaint is confirmed and the root cause is determined to be oil loss. Manufacturing records show that the device was released to distribution new in december of 2011 and has not previously been returned for service. There are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.